Event description:
It was reported that after sterilization of a reusable arthrocare handswitch the cord was noticed to be damaged and coming apart. No patient incident or procedure was reported as a result of this event.